Event description:
Had inguinal laparoscopic hernia surgery, mesh installed by dr (B)(6). Bard-davol mesh, bard mesh, cat # 0112720 polypropylene mesh. Consistent recurrent pain, both persistent mid level pain, and recurrent very intense sharp needle pain in the area of mesh implant.